Event description:
The customer reported that the system displayed a data error message that required a reboot to clear. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos configuration data and defaults were reloaded. The system was then found to be operating as intended.